Event description:
Reportedly, pt expired in 2007, after an implant 3 months prior, due to unk reasons. Unk if pt death is device related. Implant duration is approx 3 months. Info received on 12/5/2007: per surgeon's e-mail, pt expired "from pseudomonas induced septic shock (though having had surgery to ensure that the re-pair was ok, which it was.)"

Manufacturer narrative:
Device not returned.